Manufacturer narrative:
Country of origin is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-07-16 (B)(4) (for, con): information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient had a convulsive convulsion after operation. It was unknown if there was more than 50% reduction in symptoms. It was unknown if there were expert opinions. The caller wanted to make an appointment at the hospital for program control. The patient was currently observing at home. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The implant date of the ins was updated. The patient refused to tell their weight at the time of the convulsions. It was unknown if the convulsions were related to a device or a therapy issue. The patient made an appointment for program control to occur on (B)(6) 2018. It was unknown if the issue resolved. No further complications were reported as a result of this event.